Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving inaccurate high reading of ¿390 mg/dl¿ compared to a continuous glucose monitoring device. This complaint was classified based on the customer care advocate (cca) documentation. The alleged inaccurate high reading began on (B)(6) 2014 at 2 am. At the time of concern, the patient did not base her diabetes manage on the subject meter. Subsequently 30 minutes later, the patient developed symptoms of ¿shaky, lightheaded, and nearly threw up.¿ there was no report of any required treatment for acute complication of diabetes. It would have been helpful to obtain more information surrounding the report incident; however, the patient was not available for follow-up. During troubleshooting, the patient confirmed that the unit of measurement was set correctly at the time of testing. The test strips were within the discard date. The patient could not provide any numeric values for the continuous glucose monitoring device. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after the alleged inaccurate high issue began. The lfs products was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.